Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis while performing continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient did not clean the area prior to starting capd therapy. The event was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis and another unrelated medical condition. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Eight days after the event onset, capd therapy was discontinued and the plan is for the pd catheter to be removed and the patient will be switched to hemodialysis therapy. Action taken with dianeal therapy was not reported. At the time of this report, the patient has not recovered. The patient was retrained on proper aseptic technique. No additional information is available.